Manufacturer narrative:
Product complaint# (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that on (B)(6) 2025, the patient underwent orif via tfna for femoral trochanteric fracture in the surgery, the procedure proceeded as usual, but when it came time to insert the final end cap, it wouldn't go in, requiring an extra 40 minutes. It was confirmed that the set screw was descending at the step between the straight and bellows sections of the driver. Additional internal rotation, front and side checks, and hand up and down movements were performed, but the product still wouldn't go in. It got stuck several times at an angle. Upon examining the threaded part of the end cap, a long, thin metal fragment, presumably from friction, was found. Also, there were signs of slight crushing in some parts of the thread due to repeated insertion and removal. A new 5mm end cap extension was brought out and tried with that, but that also wouldn't go in. Ultimately, the procedure was completed without inserting the end cap. The surgery was completed successfully with 40 minutes surgical delay. The surgeon commented that it's possible the screw was bent during insertion, causing the threads to jam and resulting in damage. No further information is available.